Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump squirted instead of dripped when priming, insulin pump failure to connect and he had to redo the infusion sets sometimes. The blood glucose was unknown. The device will not be returned for the analysis.